Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt, the helix did not deploy at the second repositioning. The lead was explanted and replaced. No patient complication was reported as a result of this event.